Event description:
It was reported that the ventilator alarmed for high respiratory rates in ranges 60-70s while it was connected to a pt. However, the pt's respiratory rate was not that high. (B)(4). Reference MFR report # 8010042-2014-00049.